Manufacturer narrative:
Additional information was received that the patient had around 6 or 7 small surgical procedures for infections at both the ipg and the upper incision sites. The patient was administered intravenous antibiotics and was treated with a wound vac while in the hospital. The ipg and leads were cleaned. The patient¿s device was touched, but not revised. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had an infection at the ipg site from surgery. Symptoms were slight redness and some drainage. The patient was admitted in the hospital and underwent a procedure wherein antibiotics was directly placed into the wound following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an infection at the ipg site from surgery. Symptoms were slight redness and some drainage. The patient was admitted in the hospital and underwent a procedure wherein antibiotics was directly placed into the wound following the procedure.